Event description:
This implanted device has both a battery charger and a remote, both which have different reading of battery life. This leads to confusion about whether the device is charged and caused reduced efficacy of the device. This has been reported to the sales rep, who doesn't seem to have a clear answer for which is correct or why they're different. It is unacceptable to have an implanted medical device where I cannot get an accurate reading of the battery to know if it is charged or not.